Event description:
It was reported that the patient underwent a transforaminal lumber interbody fusion at l4-5. It was reported that the set screw would not break off in the bone screw. The screw was removed and replaced with a new set screw. No patient complications were reported.

Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; additionally, there are two portions of threads ¿90¿ apart that appear to have more pronounce damage than the rest, consistent with possible thread jumping.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.